Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s current blood glucose level was 585 mg/dl. The customer¿s other blood glucose level was 400 mg/dl, 500 mg/dl, 400 mg/dl, 289 mg/dl, 71 mg/dl, 498 mg/dl, 585 mg/dl respectively. The customer was treated with injection for high blood glucose level. The customer also stated that they had scar tissue on arm and they can only rotate in bottom. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.